Manufacturer narrative:
(B)(4). Concomitant medical products: 115330 comp rvrs shdr glen bsplt +ha 791180, 118001 versa-dial/comp ti std taper 483010, 113647, comp primary stem 7mm std, 939230, eb0101, tornier restrictor cement, unknown, 6197-9-010, stryker cement simplex p, mky067, 6197-9-010, stryker cement simplex p, mjy056. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03777 - 1, 0001825034 - 2019 - 03778 - 1. Reported event was confirmed by review of radiographs and medical records. Review of the available medical records/radiographs identified the following: (B)(6) 2018: x-rays taken note left (l) side with scapular notching just below the inferior screw of the l shoulder; however, alignment is satisfactory. No evidence of subluxation or dislocation. The patient noted overall satisfied with outcome. (B)(6) 2019: x-rays taken on l side notes inferior scapular notching into the lateral pillar of the l shoulder; however, alignment is satisfactory. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient's left shoulder was found to have inferior scapular notching into the lateral pillar approximately six (6) months post-implantation. No additional patient consequences were reported.